Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm large hem-o-lok clip applier instrument associated with the customer-reported complaint. The instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition, engagement, and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was used for a surgical task and could not close completely to hold the clips. No fragment fell into the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported.